Manufacturer narrative:
Facility biomed reports that he went into the room, opened the side panel checked all the connections and now the table will tilt. Biomed said that he does not know what he did to fix anything unless something may have been loose. Right now the table is fully functional and returned to full service.

Event description:
On (B)(6): customer reports that a (B)(6) female pt was having a urology procedure, resection for bladder tumor, when the table movement failed. Physician was able to complete the procedure w/o the tilting capabilities. No reported injury.